Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported that they had found the stimulation off twice. The patient was quite old and to stop the stimulation, two actions were needed which seems improbable. The message of stimulation off on the patient programmer was confirmed by the patient's daughter. Additional information received reported that the start of the stimulation stopped was not known. Actions taken was that the stimulation was turned on. The cause of the issue and outcome both remain unknown.